Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump was not turning on. The blood glucose value at the time of the event was 700 mg/dl. The customer was treated with an insulin pump and visited an ambulance. The event involved product(s) mmt-342, mmt-1884, mmt-442ag. Troubleshooting was performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for display issues, and the customer reported a blank display. No further patient complications were reported. No product return is required for mmt-342. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-442ag.

Manufacturer narrative:
Pump received with blank display. Unable to perform including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to blank display. Pump unable to download thump and carelink due to blank display. The pump was received without a battery. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, motor, or force sensor. However, found cracked u6 on the pcba 2. Swapping out test boards confirms blank display is isolated to pcba 2. Force sensor zero offset within specification (23.7 mv). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Blank display was confirmed during analysis due to cracked u6 on the pcba 2. Unable to verify customer alleged for high bgs/dka. Pump unable to download thump and carelink due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.